Event description:
It was reported that two days post implant the right ventricular (rv) lead and atrial lead slack had been reduced, and the leads were stressed. The rv and atrial lead were revised and repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01 ipg implanted: 2014-(B)(6). (B)(4).